Event description:
A tandem mobi cartridge alarm was reported, indicating a malfunction. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range, thus there was no adverse impact on the customer's blood glucose level. The customer reported that the malfunction caused the pump to stop, but there is no further information on corrective actions taken.